Event description:
During the second stage of labor pushing fetal heart rate monitor tracing was changing back and forth between maternal and infant heart rate. Tracing was showing heart rate down in 70, - 90's. Md placed fetal scalp electrode and tracing continued in 80-90's with maternal pulse ox on in the 90's. Fetal heart rate was tracing down in the 80's, 90's. Nurse heard audible fetal heart rate in 160's. Due to uncertainty of the true fetal heart rate the patient required expedited delivery. Physician anticipated infant would require resuscitation because of heart rate being down for the amount of time. Resuscitation team was called in and present in the delivery room for the birth. Physician requested c-section to expedited delivery, but patient refused so delivery was assisted using vacuum device. Infant delivered with apgars of 9 and 9. Fetal heart rate tracing appeared to be mothers or being halved.